Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising. Beginning (B)(4) 2015, svc impedance began to rise to 162 ohms from a trend in the 70-80 ohm range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 5076, atrial lead, (B)(6) 2005. Product ID: 6945, ventricular lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that the caller inquired about the programming of the svc lead impedances. The patient's device had triggered an alert for svc impedance out of range. Of note, the impedances have been very stable for years. In the last few months, the patient had readings that were climbing into the 100 ohm range, and then the patient had an impedance reading that spiked above the 130 ohm range to 200+ ohms. The caller had patient do maneuvers and pocket manipulation, and none able to produce egm artifacts. After discussing isolating the svc electrode to a near-field egm, had patient repeat these. The tests were repeated with patient lying down, and still unable to produce. The svc coil was programmed off and a lead replacement was planned. No patient complications have been reported as a result of this event.